Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to attempt to turn on pump, arranged to use multiple daily injections as backup therapy, and was provided replacement pump under warranty, with guidance to place old pump into storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.